Event description:
The nurse stated a plate silicone lens model aa4204vf tore during insertion and the cause of the lens damage was unknown. The lens was implanted and removed on the same day without patient injury. The nurse could not recall the model and lot numbers of the cartridge and injector used during surgery. The nurse also stated she did not know the date of event.

Manufacturer narrative:
H6. Evaluation: visual inspection of the lens showed the optic was torn and one haptic was partially torn off missing. There was evidence of surgical residue. (No conclusion can be drawn): based on the complaint history and the evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the cartridge and injector were not returned for evaluation.